Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the lead incision site. A symptom of drainage was noted. The physician was unsure of the cause of infection. The patient was admitted to the hospital and was given IV antibiotics.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the site of the laminectomy. A symptom of drainage from the incision site was noted. The physician was unsure of the cause of infection. The patient was admitted to the hospital and was given IV antibiotics.